Manufacturer narrative:
Date of report: 15jul2019. Date rec¿d by MFR:12jul2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. A follow-up report will be submitted once the repair has been complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the touch point of the touchscreen was out of the correct position. Patient/user involvement: there was no patient involvement. The manufacturer¿s international service technician confirmed the reported touchscreen issue. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd from MFR: 02oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the reported complaint of the touchscreen failed is not duplicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the touch point of the touchscreen was out of the correct position. Patient/user involvement: there was no patient involvement. The manufacturer¿s international service technician confirmed the reported touchscreen issue. Event date not specified, estimate used.